Event description:
A nurse reported that a tube broke near the ligation to the bag. At the time of this report is unknown when did the event occurred, but the surgery was completed with a new tube. The patient impact is unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).